Event description:
Consumer alleges that in 2003, during a surgical procedure, the medical equipment failed. This resulted in their colon being "shredded" and other organs to shut down. They must now wear a "colon bag" as a result.